Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a cracked lens after insertion. The incision was enlarged to facilitate removal and replacement of the iol. Additional information had been requested.